Manufacturer narrative:
ADDITIONAL INFORMATION B5. MEDTRONIC RECEIVED ADDITIONAL INFORMATION THAT NO BLOOD TRANSFUSION WAS REQUIRED AS A RESULT OF THE EVENT. THE ESTIMATED BLOOD LOSS WAS MINIMAL, APPROXIMATELY 50 ML. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING EXTRACORPOREAL CIRCULATION USING THE FUSION OXYGENATOR DEVICE, A BLOOD LEAK FROM THE OXYGENATOR WAS OBSERVED IN THE FIFTH MINUTE OF CIRCULATION, WITH ACTIVE BLOOD LEAKAGE ORIGINATING FROM THE AREA OF THE OXYGENATOR MEMBRANE. PRIOR TO THE PROCEDURE, THE ENTIRE SET WAS THOROUGHLY CHECKED PER STANDARD PROTOCOLS AND NO LEAKAGE OR ABNORMALITIES WERE DETECTED. DUE TO THE POTENTIAL RISK TO PATIENT SAFETY, THE CLINICAL TEAM DISCONTINUED USE OF THE DEVICE AND PROMPTLY EXCHANGED THE SYSTEM FOR AN ALTERNATIVE SYSTEM FROM ANOTHER MANUFACTURER. IT WAS REPORTED THAT THE PATIENT¿S ANATOMY DID NOT INFLUENCE THE OCCURRENCE OF THE EVENT AND THE PATIENT REMAINED ALIVE WITH NO INJURY. NO PATIENT COMPLICATIONS HAVE BEEN REPORTED AS A RESULT OF THIS EVENT.

Manufacturer narrative:
Device evaluation: Visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle next to the Heat Exchanger (HEX). Note: The customer has provided a photo showing the fiber leak next to the HEX.Pressure integrity testing was performed at 3 L/min with 23 psi, (1189 mmHg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Conclusion: Reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle and the photo provided by the customer. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.